Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon burst out. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.